Event description:
A malfunction alarm was reported by the customer, indicated by malfunction code "malf 0." There was no reported adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced, confirmed the shipping details, and instructed the customer to return the problematic pump using a pre-paid label within 10 days. The customer was advised on backup therapy options and understood how to put the pump into storage mode.